Manufacturer narrative:
Field service engineer (fse) investigated and found generator console was cutting off system after setting about 10 mins. Fse replaced the sedecal generator console and verified proper operation per the hydravision dr system service checklist ossrwi4.1. Unit passed checkout procedures and was returned to service.

Event description:
System cuts off during fluoro. On (B)(6) 2013, customer reports during a cysto procedure the fluoro failed five different times. Staff completed the procedure by rebooting the system each time. No reported injury. No add'l pt info is available at this time. On (B)(6) 2013, customer states pt was a (B)(6) female.